Event description:
While performing an electrical check on the bed, the technician could not get a good ground reading.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.